Event description:
It was reported that when patient presses start button, monitor is not working. Only the power light is lit up, no other lights. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported by the patient that when the start button on the remote monitor was pressed it failed to power up. The power button was lit, but no additional indicator lights came on and no transmission was initiated. The monitor was replaced. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device will not start interrogation. It was noted that the wrong power supply was returned with the monitor (12vdc versus the 7 vdc which is the standard power supply). The damage to the device could be due to the wrong power supply being used.